Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was noted that the battery longevity had significantly decreased from previous check in 2018. The physician was concerned about the battery behavior. However, upon further inspection, it was noted that the battery was behaving correctly, but was showing anomalous battery life estimations. The patient would continue to be monitored. The patient was in stable condition.